Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. It is likely the following led to the malfunction: failure to clean adequately. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects on the switches number 1 and 2. Foreign objects on the control knob, connecting tube, forceps elevator. The channel tube has pinhole and water leakage. There was no patient involvement.